Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). This complaint for the system error (se) 2240 was not confirmed due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. The root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 2 of 5. The technical service representative (tsr) assisted the home patient (hp) to cycle power the hc machine, and then se 2367 alarm occurred (see comment in activity section). The hp did not see anything wrong with the setup, so tsr advised to start over with new supplies. The hp wanted to do a manual exchange and call the nurse in the morning. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.